Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the statlock did not fit well around the 20fr silicone foley catheter, allegedly causing it to continuously pop open.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. A labeling review cannot be completed due to no product catalog number provided.

Event description:
It was reported that the statlock did not fit well around the 20fr silicone foley catheter, allegedly causing it to continuously pop open.